Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Took an hour to get tampon out- vagina [foreign body in reproductive tract]. Hurt - vagina [vulvovaginal pain]. Vagina hurt - tampon [medical device site pain]. Tampon string busted with 1 pull [device breakage]. Tampon string busted with 1 pull. Took an hour to get out [complication of device removal]. Consumer reported via email that the tampon string busted while removing. No serious injury was reported.